Manufacturer narrative:
(B)(4). This lead is currently undergoing analysis. This report will be updated upon its completion.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess lead electrical performance. Measurements throughout the test were within normal limits. Visual inspection of the lead revealed dried blood/body tissue in the lumen of the lead and helix housing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this lead implanted in an unknown chamber exhibited pace impedance measurements of 3,000 ohms in both unipolar and bipolar configuration. Pacing threshold and intrinsic amplitude measurements were within normal limits. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was requested from the field but could not be obtained.